Manufacturer narrative:
Voluntary medwatch report received: mw5159038.

Event description:
Voluntary medwatch received states the insulation of the lead was damaged. The lead was explanted. The patient experienced no consequences.